Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The index procedure placed an express vascular ld stent on an unknown date in the left external iliac artery. During a follow up visit, the stent was confirmed under fluoroscopy to have been 90% re-stenosed. The re-stenosed stent, located in the non-calcified and severely tortuous left external iliac artery, was treated with dilation from a 4.00mm/1.5cm/140cm flextome cutting balloon and another unknown balloon resulting in 70% residual stenosis. There were no further reported patient complications. The pt's status is listed as "good". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.